Manufacturer narrative:
Additional information was received from the physician reporting that due to limitations of the alerts communicated by the ICD and received through the remote monitoring system, the transmission was not scrutinized in detail as it should have been. As a result, they were not aware of the sudden changes in lead measurements indicating that the rv lead had dislodged and as such, did not detect and deliver a shock when the patient experienced a ventricular arrhythmia. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) died on (B)(6) 2017. A review of the most recent data from the remote monitoring system (transmitted on (B)(6) 2017) was performed and revealed an alert for the right ventricular (rv) lead intrinsic amplitude being out of range. The amplitude had decreased, and a note in the system indicated this observation would be monitored, along with the increase in the pacing impedance measurement, up from 576 ohms to 891 ohms. It was reported the patient had exhibited twiddler's syndrome in the past and their rv lead had been replaced two previous times; the last replacement was in (B)(6) 2017. Boston scientific technical services (ts) reviewed the presenting electrogram and noted more prominent p-waves and t-waves that had not been present before. It was possible the new rv lead had moved. The cause of death was not reported; however, there were no allegations that the device or rv lead caused or contributed to the patient's death. A full memory download was obtained from the ICD and provided to ts for review. There were nine nonsustained vt episodes stored the day before the patient died. Two of the episodes had electrograms available for review and both showed intermittent oversensing of p-waves, with otherwise appropriate sensing on the rv lead. The device was functioning normally. The explanted device was returned to boston scientific and analyzed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations; the ICD met all specifications during testing.